Event description:
It was reported that the customer had a button error alarm on her insulin pump. The customer's blood glucose level was 160 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage keypad traces. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.